Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : device is not available.

Event description:
Hello I am type 1 diabetic and use your insulin pen needles for my two pens. A few times now when I change needles the "flow" is not there . Ii is difficult to press the plunger then and even a few times the plunger stops without being able to get the full dose . It is not the pen , as it was ok with the previous bd needle . I change the needle again and all is ok . Aggravating. Is this a known issue ??? I have used bd syringes and needles for all of my 50 years as type 1 with few complaints . Other than an occasional ouch . These pen needles came from a box oh 100 . Thank you